Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by email that during removal a tampon came apart, and it took awhile to remove all pieces. She also reported it was very uncomfortable and felt naucouse and light headed aftwards. There have been three attempts ((B)(6) 2018, (B)(6) 2018, and (B)(6) 2018) to contact the consumer for more information, but we have not been successful.